Manufacturer narrative:
The medium-large clip applier instrument was received and failure analysis could not confirm or replicate the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no suture fragments located in the instrument. The instrument was fully functional. A review of images provided by the customer shows the thread wrapped around the wrist of the clip applier strongly resembles a suture. From the images alone, it cannot be determine the origin or events that would have led up to this thread being present on a newly reprocessed instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon noticed what looked to be thread from a suture on the wrist of the medium-large clip applier instrument. The surgeon believes this came from a previous surgery. The instrument was immediately removed from the patient and a new clip applier instrument was used to complete the procedure. There was no injury to the patient. An x-ray was performed to check for any sutures or remnants out of precaution. The x-ray did not find any foreign object. The operating room (or) nursing director stated that the instrument was sent down to the sterile processing department (spd). The spd was notified of the suture thread attached to the instrument. A surgical tech had inspected the medium-large clip applier instrument prior to use; however, it is unknown if the thread-like foreign body was identified or even present on the instrument at the time.